Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
A replacement procedure was performed, this device was removed, replaced and returned for analysis.

Event description:
Boston scientific crm received information that during a follow up visit, interrogation revealed this implantable cardioverter defibrillator device was near end of life (eol) indicators. One month earlie, this device had reached elective replacement indicators (eri). There was concern that the battery had depleted more rapidly than expected. The device is included in the subpectoral implant advisory (B)(6) 2008 population product advisory initially communicated on 5/12/2006. An x-ray was performed, indicating this device remains in the appropriate submuscular device orientation and the reported symptoms were not likely related to this advisory. An internal technical service consultant was contacted and a replacement procedure will be performed in the near future.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.